Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. Insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Insulin pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with replace battery now alarm occurs immediately after replacing batteries. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.